Event description:
A (B)(6) male with ischemic heart disease, hypertension, and previous history of slight anemia and a tortuous bilateral iliac artery was considered to have a suitable for endovascular therapy. Aaa repair was on (B)(6) 2008 and after the suprarenal stent was deployed, the rest of the procedure went as labeled. After deployment of the grafts, a proximal type I endoleak and a type iii endoleak from the left iliac leg graft occurred (1820334-2008-00732). A main body extension was placed to resolve the type I endoleak. After the main body extension was deployed, blood leakage from the hemostatic valve of its delivery system occurred causing the pt to need a 200cc blood transfusion. Total hemorrhage volume is unk. Ballooning was performed and then another manufacturer's stent was placed. However, the type iii endoleak continued. After ballooning the distal end of both iliac leg grafts an unk position and unexplained minor endoleak was confirmed. On (B)(6) 2008, the endoleak was confirmed by ultrasonograph. It was suspected to be a type IV endoleak from the ipsilateral iliac leg graft (1820334-2008-00734) which resolved by that evening. The pt's blood pressure dropped so a blood transfusion was performed.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.